Manufacturer narrative:
Technical support went through multiple trouble shooting issues and after re-installing the driver and power cycling the central monitoring system and the issue was resolved.

Event description:
(B)(4).